Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the complaint states: ¿the patient was revised to address subsidence and loosening of tibial component at the bone to cement and cement to implant interfaces. Depuy cement was used. Doi: (B)(6) 2018 dor: (B)(6) 2019 right knee.¿ no device associated with this report was received for examination. Per internal procedures, the event information and any investigational inputs received as part of required follow up were reviewed. For this investigation, no immediate action was required as no alleged deficiency with the device was identified. Monitor ¿ exempt per (B)(4)- known possible complication of joint replacement surgery. The reported event is considered one of the possible complications of joint replacement. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction (B)(4) appendix a. The device met specification at the time it was released for distribution. The device associated with this event was used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No product contribution to the reported event was identified. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot ==> device history reviewed 30 may 2019: 0 non-conformances on this lot number. Final micro and sterility tests passed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address subsidence and loosening of tibial component at the bone to cement and cement to implant interfaces. Depuy cement was used. Doi: (B)(6) 2018, dor: (B)(6) 2019, right knee.